Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. A review of the device memory indicated an electrical reset. A critical ram parity error occurred in address (B)(6) 2014. Power on reset (por) severity is low so the device should be able to fully recover after reset. (B)(4).

Event description:
It was reported that the patient presented with a one month history of increased fatigue. A remote transmission had indicated that the device experienced an electrical reset. The device was reset and a device check indicated normal device function. The device remains in use. No patient complications have been reported as a result of this event.